Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4).

Event description:
Literature article entitled, ¿four- to six-year follow-up of primary tha using contemporary titanium tapered stems¿ by devon d. Goetz, md, et al, published by helio.com/orthopedics (2013), vol. 12, pp. E1521-e1526, doi: 10.3928/01477447-20131120-16, was reviewed for MDR reportability. The purpose of this study was to evaluate the results of the authors¿ initial experience using a contemporary tapered, titanium femoral component at 4 to 6 years of follow-up. Serial radiographic studies were conducted to evaluate for femoral component loosening and osteolysis. Patients were also evaluated with hhs and the need for revision surgery. Patient cohort and implants: the authors prospectively followed and retrospectively reviewed 88 patients who underwent 100 total hip arthroplasties using the summit stem (depuy), an articul/eze femoral head (size range 28-, 32-, or 36-mm), the pinnacle sector 2 (depuy) acetabular cup in all hips. There were 2-3titanium screws used to augment acetabular cup fixation at surgeon discretion. The acetabular liners were (60) marathon polyethylene, (13) gamma vacuum foil (gvf) polyethylene, and (27) cocrmo ultamet; all depuy products. At final follow-up, 9 patients had died of causes unrelated to tha. All patients demonstrated stable bony ingrowth of implants before death. The authors do not provide patient specific data that would indicate the specific articulating surfaces associated with complications and/or revisions. Results: of the original 100 hips, no hips were revised for aseptic loosening or infection. Bony ingrowth was seen in all but 2 femoral components. There was 1 instance of proximal femoral osteolysis and none distally on radiographs (cross-linked polyethylene was used in 73% of cases) there were no cases of implant migration. There were 3 revisions. Complications: 1 report of significant, non-activity limiting thigh pain requiring no intervention. 2 reports of inadequate osseointegration: 1 femoral component migration (greater than 5-mm) that resolved within 2 years and 1 radiographic incidence of femoral component loosening that showed fibrous ingrowth at 6 years. 1 case of proximal femoral osteolysis requiring no intervention. 52 cases of stress shielding: 42 mild, 8 moderate, 2 severe (patient harm code bone injury). 1 case of non-progressive, minimal acetabular osteolysis. 17 cases bone-implant radiolucencies (2 mom, 15 non-metal). These were not circumferential and did not include the acetabular screws. Revisions: 2 revisions of the cup, liner, and head for recurrent dislocations. 1 revision of the femoral stem for early periprosthetic fracture (day 4). This patient died before final follow-up of unrelated causes, but radiographic images showed stable bony ingrowth and no need for revision before death.